Manufacturer narrative:
The root cause can not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility represented reported flap creation treatment was interrupted four times during two patient surgeries for a missing patient interface error. The laser treatment had started when the error occurred. The doctor used a new patient interface to finish the surgery.